Event description:
Customer reported device = 538 mg/dl at about 9 pm. Customer drank some orange juice and had something to eat. Customer's spouse took pt to the hospital. One hour later hospital lab = 126 mg/dl. No treatment for blood glucose but customer was treated for low magnesium levels. No controls. A request was made for return product and replacement product was sent.